Manufacturer narrative:
FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5113516. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc pro winged catheter experienced leakage and a cracked catheter hub. The following information was provided by the initial reporter: bd 18ga angiocatheter stocked in ems storeroom was found to be cracked at the open end of the hub. Patient was stuck and then blood could not be controlled coming from the hub; crack was identified. Patient had to be stuck again.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte autoguard bc pro winged catheter experienced leakage and a cracked catheter hub. The following information was provided by the initial reporter: bd 18ga angiocatheter stocked in ems storeroom was found to be cracked at the open end of the hub. Patient was stuck and then blood could not be controlled coming from the hub; crack was identified. Patient had to be stuck again.